Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a nc emerge mr catheter. The balloon was loosely folded and was filled with contrast. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection found no damage or defect with the catheter. A syringe (filled with water) was attached to the hub, and positive pressure was applied. The balloon was inflated to rated burst pressure (rbp). The device held rbp for 5 minutes without losing pressure or leaking. The reported balloon burst was not confirmed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable.